Event description:
Device report from (B)(6) reports an event as follows: a patient implanted with patient specific implants on (B)(6) 2012 for a cranial defect, developed an infection and had the implants removed on (B)(6) 2013. The implants were synthes products however; the screws and plates belonged to a competitor. Per the surgeon, he did not believe the infection was a result of the implants and felt that several possible factors may have contributed to the infection. He cited patient hygienic issues and that the skin/tissue flap was closed under significant tension. The tension was noted to be the result of the defect which caused tissue constriction requiring the need to stretch the flap to achieve closure. The surgeon plans to design a new implant once the infection is resolved. This is 1 of 2 reports for this complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Date of this report should be 7/23/2013.